Event description:
It was reported that when using the bd pyxis¿ medbank tower the cabinet was down, and users were unable to log in to enroll other employees' fingerprints. The devices affected by this event could cause a delay in access. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cabinet was down. A technical support specialist (tss) guided the customer through powering on all in one (aio) using the power switch. The customer then confirmed successful log in, no failed drawers were found in the populate buttons screen, and the customer agreed to close the case. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.